Manufacturer narrative:
Corrections: this product was received and tested by technical services and the intermittent image failure was confirmed. The baton's flexible tube was separated from the plastic base. No repair was available so the baton was replaced and the returned device was scrapped. The damage was suspected to be customer caused.

Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a gs pgvl video baton 3-4, the baton's flex tubing came apart from the housing and caused the image to cut in and out. No delay in the procedure was noted although an unspecified back-up device was used to complete the procedure. No harm to patient or user was reported.